Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported the last few months, it was not giving patient a full charge and she knew something was wrong, connector pin was broken off last night. A replacement desktop charger would be sent. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.